Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: gd890426 and gd889493. No exceptions were observed that were related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of connection came out and hit the floor and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. During a call with baxter customer service, the following was reported. On unreported dates, the patient was in and out of the hospital for various unspecified reasons. On an unreported date, the patient's connection came out and hit the floor while doing the exchange. On (B)(6) 2012, the patient was diagnosed with peritonitis and was hospitalized on the same day for the event. The cause of the peritonitis was the connection hitting the floor during the exchange. Patient was recovering from peritonitis. Per the reporter, the peritonitis was caused because the connection came out and hit the floor.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.